Event description:
It was reported that prior to using the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had issues calibrating, and the central control monitor (ccm) displayed a 'service gas system' message. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the field service representative (fsr), he evaluated the log data with the manufacturer's technical support specialist and found instances of flow faults in the logs. He replaced the epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. The pst observed the epgs to pass all verification/release testing and to function as intended. It was determined that the epgs met specification. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered on with the air and oxygen (o2) regulators set to 50 pounds per square inch (psi) and the unit calibrated successfully. The o2 sensor was replaced as a precaution and the unit was reconditioned. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.